Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced an elevated blood glucose (bg) of 500 mg/dl with no reported additional symptoms associated with an alleged inaccurate delivery. Reportedly, the patient remained on the pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that the basal delivery totals in the total daily dose (tdd) did not match but the variation was due to known cause. The change in variation in the basal delivery history was attributed to the basal edit screen being accessed. The patient changed their basal rates without input from a medical provider which is a training misuse. Their high bg level occurred after they made these changes. Troubleshooting also indicated that the basal history matched the active basal program settings, all bolus totals matched and all the boluses were recorded as programmed. Troubleshooting also indicated the following diabetes management factors contributed to the alleged bg excursion: miscounting carbohydrates; change in nutrition and a recent severe hypoglycemia. The patient was referred to their healthcare provider for diabetes management. This complaint is being reported because the alleged hyperglycemia was related to use error of the product.